Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead exhibited high impedances and unacceptable thresholds. As the patient is currently being treated for an unrelated infection, the lead will be replaced in two months. No patient complications have been reported as a result of this event.